Manufacturer narrative:
The reported event a melted tip cover was confirmed through visual inspection. Based on sme consultation possible causes of the tip cover melting are coming in contact with the tip due to the angle cover being loose, a tip angle misalignment, too much force being applied during use, or lack of irrigation at the tip. The device was returned to the customer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the h204c tip cover was discovered to be melted after cleaning and sterilization. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the h204c tip cover was discovered to be melted after cleaning and sterilization. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the h204c tip cover was discovered to be melted after cleaning and sterilization. There was no patient involvement, and there were no user injuries or adverse consequences.